Event description:
It was reported that 10 anesthesia 17gax18cm durasafe experienced broken guidewires. The following information was provided by the initial reporter: the connection is not secure and it's dragging itself out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-21. H6: investigation summary: a device history review was conducted for lot number 0311828. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was submitted by the facility for evaluation and testing. Our team of quality engineers subjected the sample to functional testing, to evaluate the effectiveness of the connection between the epidural catheter and the catheter connector. Based on the results of their testing, they were able to confirm that the epidural catheter would separate from the connector only if the device was not fully inserted into the connector and the connector was not rotated to complete the connection. When the epidural is fully inserted and the connector is locked, the devices remained adhered together for the duration of the functional test. Based on the available information our engineers were not able to associate this non-conformance with the manufacturing process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 anesthesia 17gax18cm durasafe experienced broken guidewires. The following information was provided by the initial reporter: the connection is not secure and it's dragging itself out.